Event description:
Caller reported that a t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to contact them when the issue occurs again, and the customer understood these instructions.